Manufacturer narrative:
08-mar-2016 product investigation results: reporter returned one type eb15 brushhead on 19-feb-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Lip pinching [lip injury]; brushhead breaks off in mouth [device breakage]; lip pinching from the very small metal moving part on the shaft of toothbrush [injury associated with device]; product counterfeit [product counterfeit]. Case description: (B)(4). A (B)(6) male consumer reported that he had experienced an issue with his latest purchase of oral-b brushheads, version unknown for his oral-b rechargeable toothbrush, version unknown where the head had broken off. He stated that he had not been pressing too hard, and the brushhead itself was only a week old. He described that he experienced some lip pinching from the very small metal moving part that was 20 millimeters down on the shaft. The case outcome was unknown. No further information was provided. 10-feb-2016 received follow-up e-mail from consumer: the consumer reported that after 4 days of using his oral-b precision clean brushhead, it broke off in his mouth. He noted that he did not seek any medical help or use anything to alleviate the lip pinching; however, he stated that he was okay. He used the product about 3 weeks ago in (B)(6) 2016 and noticed the adverse effect as soon as he had used it, typically brushing a minimum of twice and occasionally 3 times a day. He stated that the oral-b power rechargeable toothbrush handle vitality 3709 was approximately 5 years old and the brushhead was only 3 weeks old; he asserted that they had never been dropped. The case outcome was improved. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip pinching [lip injury]; brushhead breaks off in mouth [device breakage]; lip pinching from the very small metal moving part on the shaft of toothbrush [injury associated with device]. Case description: (B)(4). A (B)(6) male consumer reported that he had experienced an issue with his latest purchase of oral-b brushheads, version unknown for his oral-b rechargeable toothbrush, version unknown where the head had broken off. He stated that he had not been pressing too hard, and the brushhead itself was only a week old. He described that he experienced some lip pinching from the very small metal moving part that was 20 millimeters down on the shaft. The case outcome was unknown. No further information was provided. 10-feb-2016 received follow-up e-mail from consumer: the consumer reported that after 4 days of using his oral-b precision clean brushhead, it broke off in his mouth. He noted that he did not seek any medical help or use anything to alleviate the lip pinching; however, he stated that he was okay. He used the product about 3 weeks ago in (B)(6) 2016 and noticed the adverse effect as soon as he had used it, typically brushing a minimum of twice and occasionally 3 times a day. He stated that the oral-b power rechargeable toothbrush handle vitality 3709 was approximately 5 years old and the brushhead was only 3 weeks old; he asserted that they had never been dropped. The case outcome was improved. No further information was provided.